Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and failure to extend the helix. The physician attempted to extend the helix twice but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. A complete lead was returned in one piece with a stylet inserted. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination found the inner coil to be over torqued at the connector region, consistent with procedure damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting was found due to an over torqued inner coil at the connector region, consistent with procedure damage. The cause of the reported event helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.